Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave was inserted second time, but the air continued to leak so the sheath was replaced with different device (same model) and the procedure was completed successfully. Saline leak was also detected. No air detected inside the patient. Guidewire was approximately 3mm from the tip when farawave was inserted. Non boston scientific pump at 30cc/h was used for irrigation. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave was inserted second time, but the air continued to leak so the sheath was replaced with different device (same model) and the procedure was completed successfully. Saline leak was also detected. No air detected inside the patient. Guidewire was approximately 3mm from the tip when farawave was inserted. Non boston scientific pump at 30cc/h was used for irrigation. No patient complications have been reported. The product is expected to be returned.